Manufacturer narrative:
Review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. There have been two other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "products 170706-1 were ordered and what is listed on the packaging but products 70604 lot code 26080916 were what was inside the packaging".

Manufacturer narrative:
An event regarding product mix involving a mako baseplate trial was reported. The event was confirmed. Method & results: -product evaluation and results: the products were returned with the packaging. Two baseplate trials were returned, catalog 170604 lot 26080916. The trials were in new condition. Both baseplate trials had catalog #170604 on device with package labels for insert trials, catalog 170706-1 lot number 12371116. -medical records received and evaluation: not performed as medical records were not provided for review. -product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: there has been 7 other events for the lot indicated. Conclusions: the investigation confirmed the reported event of a product mix between the trial baseplate and trial insert. Nc was issued on (B)(6) 2017 for the product mix. The nc determined the root cause of this event was a lack of standard work where personnel did not perform proper line clearance due to a lack of training.

Event description:
As reported: "products 170706-1 were ordered and what is listed on the packaging but products 70604 lot code 26080916 were what was inside the packaging".